Event description:
It was reported that the right ventricular (rv) lead was surgically abandoned due to noise. In addition, the patient was dependent and complained of dizziness that prompted for lead revision and a new lead was successfully implanted. No additional adverse patient effects were reported.